Manufacturer narrative:
Concomitant product: product ID: neu_unknown_lead, product type: lead.

Event description:
The patient reported a vibration/shocking sensation whenever they coughed or sneezed. It was so uncomfortable, they turned stimulation off. If not coughing or sneezing therapy helped their pain. They mentioned a shocking sensation when laying down, they turned stimulation down and felt better. The patient reported that they could sense the weather with their broken foot, stated that while stimulation was turned off this sensation "ability" went away. The event date was (B)(6) 2016. On (B)(6) 2016 the patient reported that there was a loose wire in their back, it moved when they sneezed. The patient did not remember the day that the wire was taken out but they were sore for a week at the site when the wire was. It was stated that it was uncomfortable to walk because of it. It was stated that they were fine at the time of the report. The patient was unsure if they would proceed with the implant.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.